Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving bupivacaine (30 mg/ml, 11.58 mg/day) and dilaudid (10 mg/ml, 3.86 mg/day) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the doctor could not aspirate from the catheter at the pump revision (clarified as a normal replacement scheduled due to the elective replacement interval). The rep thought a bridge bolus was necessary, and wanted to know the time the patient would have off the old bupivacaine concentration. They trimmed 1 cm of catheter and added a new sutureless connector, which was a normal procedure. The rep would follow up with the hcp. There were no reported symptoms. The cause of the inability to aspirate was not determined. The patient's current status was 'good.' The patient's weight at the time of the event was unknown. The patient's bupivacaine delivery was updated to 27 mg/ml, 10.42 mg/day. No further complications were reported.